Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates of event and implant: estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The reported patient effects of thrombosis and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported thrombosis and myocardial infarction and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #.

Event description:
It was reported through a research article identifying xience stents that may be related to the following: death, myocardial infarction, stent thrombosis, target lesion revascularization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "long-term effect of ultrathin-strut versus thin-strut drug-eluting stents in patients with small vessel coronary artery disease undergoing percutaneous coronary intervention.¿